Event description:
Pt was receiving IV medication through curlin 4000 cms pump, serial number (B)(4), and pump did not function as programmed. Pump was to deliver medication dose every 8 hours and pump was showing that it did deliver doses, when in fact the pump had not delivered any doses. Dates of use: (B)(6) 2010.